Event description:
The customer states that a patient tested positive using quickview qualitative hcg method (serum). The patient's physician ordered a quantitative bhcg six days later. The patient's plasma sample from was tested on axsym yielding a bhcg result of 2.8 miu/ml which was reported to the physician. The patient's serum sample from was tested on axsym yielding a result of 275 miu/ml. A corrected report was sent to the physician. No impact to patient management was reported.